Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant was placed, in ada site #29 of the patients mouth, trauma/accident was involved in the event. The device will be forwarded to the manufacturer for investigation.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that 2 months after the dental implant was placed, in ada site #29 of the patients mouth, trauma/accident was involved in the event. The device will be forwarded to the manufacturer for investigation.